Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional trek rx device referenced in event is filed under separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the diagonal coronary artery with mild tortuosity and heavy calcification. After pre-dilatate the lesion once with the both 2.50 x 15 mm trek balloons a rupture occurred at 14 atmospheres. Resistance was noted during advancement due calcification and the ruptures likely occurred also due calcification. An unknown cutting balloon and a stent were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.